Event description:
During procedure set up in the operating room, the scrub tech counted 1 additional x-ray detectable sponge in the pack. The pack should have had 10 each, but instead had 11 each. The stack of sponges were pulled and sent to materials for reporting.